Event description:
(B)(4). I contracted a uterine infection during the procedure, which three rounds of antibiotics failed to cure. My essure was fully covered by insurance. I have hypothyroidism but had no other illnesses at the time. Since implantation, I have had pain when sitting; pain before bowel movements; pain during and especially after sex; bloating after sex; constant genital itching; chronic fatigue; loss of sex drive and sexual function.

Event description:
(B)(4). I had the essure devices removed (B)(6) 2016. The right one had perforated the fallopian tube and was embedded in the omentum of my transverse colon. The left was in 5-6 pieces and needed give cut out of my uterine cornu. An hysterectomy would not have found or fixed the migrated device; if I had not gone to specialists familiar with essure removal, I would have required more surgeries to remove. At the time of my initial medwatcher report, I had not wanted to assume that any of the other health issues that I'd had since essure implantation were related, so I was brief. After removal, my first relief was from the constant tooth pain; I've had 4-5 fillings replaced and gum surgery since 2009, and my teeth have just aches. My pelvic and hip pain were gone. My hands stopped shaking. My neck stopped hurting, in spite of the orthopedic surgeon insisting in 2010 that I would need a fusion for my drastically bulging c5-c7 discs. I had gone through an MRI, months of physical therapy, a nerve conduction test, carpal tunnel testing to no avail or relief. I lost 6 months of 2010 to severe pain before going to a chiropractor. I can eat again without horrible bloating and gas. It seems my gluten issues remain, along with dairy and cashews. But I am not doubled over with gas pain. I haven't started menses yet, but I'm hoping they won't last between 1-56 days anymore. Sex doesn't hurt, which is fantastic and I can't believe my husband has stuck with me that past 7 years. Most dramatic was the neurological symptoms. I contracted encephalitis in (B)(6) 2013, and had a constant pressure behind my eyes. I went to two neurologists, trying to explain that it wasn't a migraine, or even a headache: it felt like something was trying to push my eyeballs out. I've had confusion, disorientation, memory loss, memory lapses, loss of executive function, and the inability to exert myself in any way without suffering for days. I honestly had a frying pan in the freezer moment, and worried about early-onset alzheimer's. That's all gone. Just, gone. After so many meds, which made me worse; trying essential oils because it's all the middle-class rage; contemplating homeopathy; trying the paleo diet; I don't even know what else. I lost over two years of my life, and it was essure, not encephalitis. Or the essure caused the encephalitis, who knows? But my symptoms shouldn't just disappear like that. I can go for long walks and only have muscle soreness, without having to curl up on the couch. My eye floaters are gone. I think my right eye, which very dramatically and suddenly got worse on (B)(6) 2015, seems to have gone back to my usual prescription. Now I have to figure out where I put my old glasses when my brain wasn't functioning correctly. Essure is very, very horrible. Please take it off the market.